Manufacturer narrative:
The device shows scoring on the internal shaft. Shaft does not appeaer to be bent, and there are no irregularities showing on the distal tip. Based on eval, there was no malfunction of the burr.